Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: anything different with the patient size or anatomy that the device was used in a different position? Dr (B)(6) indicated it progressed at a normal pace and cadence. How was it determined that the patient had a thermal injury from the examination (x-ray, scan, intravenous urogram?) I will have to check with doctor on how it was determined. Any idea if surgery will be scheduled? No idea at this time. Stent was just put in. Has the surgeon been in-serviced on heat management? Yes. Is the surgeon aware of the warnings in the IFU as to heat? Not sure.

Event description:
It was reported that post-op of a total laparoscopic hysterectomy procedure, the doctor indicated her patient from (B)(6) 2015 came back to the office this week. She was complaining of abdominal pain and after examination, it was determined the patient has a thermal injury to the utterer. From the conversation, it appears the only energy device that was used was the harh36. The doctor placed a stent, but feels surgery will be necessary to correct the issue. She indicated the original procedure seemed straight forward and no unusual issues presented themselves. One device was discarded.

Manufacturer narrative:
How was it determined that there was a burn/thermal injury? During ureteroscopy on (B)(6) w 2015. What was the evidence of burn/ thermal injury to the ureter? No definitive evidence related to thermal injury other than obvious defect noted approximately 2cm cephalad from vaginal cuff on left ureter that presented 10+ days post-op. When was the burn/thermal injury discovered? Patient was re-admitted on (B)(6) 2015 with belly pain and other vague symptoms. A diagnostic laparoscopy was performed on (B)(6) 2015 where diffuse inflammation and some fluid pockets were noted. No obvious signs of infection were noted. Ureteroscopy was performed on 3/12/2015 where defect to ureter was noted. Where in the ureter (what part of) had the burn/ thermal injury? Medial aspect of left ureter approximately 2cm cephalad from vaginal cuff. When was stent put in? Stent was placed during (B)(6) 2015 ureteroscopy. Who put stent in? Urologist¿(B)(6). How long will the stent be in for? Unknown¿patient was discharged on (B)(6) 2015 and they are actively monitoring her drainage vaginally and via the jp drain. What kind of studies will be done to check ureteral integrity? Unknown. What is the surgeon¿s experience with the device? Expert user of many years. How long has the surgeon been using the harmonic +7 device? 3-4 months. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes. What technique was used with respect to the advanced hemostasis and the min/max button? Advanced hemostasis used primarily on larger vessels, min/max on less vascular structures. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Yes, within normal operating parameters. Where was the advanced hemostasis used? Primarily on the uterine arteries/veins. Where was the min/max button used? Primarily on the adnexa and bladder flap. Any there any photos or videos from primary procedure? No. Is the harh device used with blade up or down in this procedure? Mostly with blade down.